Manufacturer narrative:
Follow up report will be submitted if the product is returned for eval.

Event description:
Customer reported the unit of measure on his locked freestyle flash meter can be changed. No death or serious injury was reported.